Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within one day post replacement implant, the right ventricular (rv) lead had dislodged multiple times. The following day, the rv lead was again explanted and replaced. No patient complications have been reported as a result of this event.